Manufacturer narrative:
Lawyer-filed report (B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-03045. It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc sling system on (B)(6) 2011 during a revision surgery. It was alleged the plaintiff suffered and will continue to suffer serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge scarring, infection, odor, and bleeding. Additionally, the plaintiff experienced debilitating and permanent injuries and damages, mental and physical pain, and permanent disability.